Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chambers were not returned to fisher & paykel healthcare (fph) for investigation as they were discarded at the hospital facility before the incident was reported. The hospital staff provided additional information regarding the reported complaint. Our analysis is accordingly based on the information provided by the hospital staff and our knowledge of the product. The hospital staff reported that sipap infant flow therapy was being delivered when the chamber cracks were observed. The chambers were in use for approximately 2-3 days and did not run dry during this time. The chambers were not cleaned before they were used. It was also reported that it was possible for the chambers to have come in contact with a disinfectant. Without the complaint devices, we are unable to determine what may have caused the problem reported by the hospital. However it is possible that during the use of a sipap machine, the pressures produced in the chamber may sometimes be in excess of 80 cmh2o and this may affect the integrity of the chamber. If the complaint devices were returned, they would have been visually inspected and pressure tested for leaks. All mr290 chambers are visually inspected and pressure tested before they leave the production line. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the subject mr290 chambers were released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, or rare occasions, could lead to a loss of ventilation pressure." "Ensure there is a water supply connected to the chamber and that water is present within the chamber." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa."

Event description:
A hospital in (B)(6) reported via an fisher & paykel healthcare (fph) field representative that three mr290 humidification chambers were found cracked during use. No patient consequence was reported. The three complaint mr290 chambers were discarded at the hospital facility before the incident was reported to fph.